Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 4:00pm the patient was asymptomatic while the last remembered egv on the dexcom app and omnipod 5 insulin pump was 132mg/dl. The bg was not checked and the patient had unconsciousness sometime later. His sister found him sitting on a dinner table and called 911. Emergency medical services (ems) came and they checked his bg fs it was 13mg/dl (his omnipod 5 and dexcom app were showing sensor error wait up to 3 hours). He was given glucose via IV. The sister said he was in a diabetic coma. After treatment, the bg was almost 300mg/dl. When ems was still there, his cgm was checked and there was no reading, he was getting sensor error wait up to 3 hour. As per patient it took 3 hours before he get the readings back. Patient didn't need to be transferred to emergency room (ER). Ems was able to bring his sugar back up. The patient is doing fine now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.